Event description:
It was reported that during the procedure in the heavily calcified proximal left main artery, after pre-dilatation, the 3.0x18 xience v stent system could not be advanced to the lesion. After making three attempts to advance the stent system to the lesion, the stent dislodged from the balloon. The stent could not be retrieved into the sheath; therefore, post-dilatation was performed using an unspecified balloon to implant the stent in the radial artery. Another unspecified stent was deployed at the target lesion to complete the procedure. The procedure was prolonged. There was no adverse patient sequela. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrongh ns. Inflation: merit. Guide cath: (B)(4). Rhv: merit. Sheath: 6rf. Atherectomy: temporary pole. Against resistance analysis of the returned product noted blood visible on the balloon and contrast in the inflation lumen, which is consistent with preparation and the sds advanced into the patient anatomy. The stent was dislodged from the balloon and not returned, confirming the reported information. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were two kinks in the distal shaft and multiple kinks throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified anatomy contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have subsequently led to the stent dislodgement. Additional treatment was used to implant the dislodged stent in radial artery. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure.